Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of claudication and occlusion, as listed in the supera, instructions for use are known patient effects. A cine was received and reviewed by an abbott vascular clinical specialist who concluded that the device performed as designed. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, could not be determined and there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a supera stent was successfully implanted in the popliteal artery. While still hospitalized, the patient reported claudication and a vessel occlusion occurred more than 5 cm distal to the implanted supera stent. Bypass surgery was successfully performed; however, sometime after the bypass surgery, the patient expired from unknown causes. There was no additional information provided.